Manufacturer narrative:
(B)(4). Follow-up report wil be filed if additional information becomes available.

Event description:
It was reported by the perfusionist that the event involved a male patient while in the operating room (or) during use. The intra-aortic balloon (iab) was inserted through the sheath via right femoral artery with no issues. After an unknown amount of time of therapy the pump alarmed "high pressure" and at that time, blood was observed in the helium line. As a result, the iab and sheath were removed as one unit successfully. A new iab was prepped and was able to get the fiberoptix sensor (fos) zero successfully. The iab was inserted through the sheath via the same insertion site (right femoral artery) with no issues and therapy continued. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy while removing and replacing the iab with no harm to the patient. The patient outcome is okay. Per the perfusionist the patient came in not doing good, but this had nothing to do with the iab issue.